Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was unable to finish the boot-up sequence. It is unknown under which circumstances this event occurred. However, no death or injury was reported.

Manufacturer narrative:
The distributor's service technician was dispatched to investigate. The technician evaluated the iabp unit and observed that a circular symbol displayed on the screen for approximately 3 minutes before an alarm started beeping. After reviewing the logs, the technician noticed fault ID 116 occurred on the date of the event. The technician reloaded the software per service manual, a few times with no success. The fix the issue, he replaced the executive processor board, as it was suspected to be the problem. The iabp unit was cleared for clinical use and returned to service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was unable to finish the boot-up sequence. It is unknown under which circumstances this event occurred. However, no death or injury was reported.